Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed the burned mark on the distal end cover was most likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the device analysis, the repair service technician identified that the device exhibited a burn mark on the plastic distal-end cover. There was no patient involvement.